Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and post lumber laminectomy syndrome. It was reported that the pump alarmed and had been empty since (B)(6) 2019. No symptoms were reported. No further complications have been reported as a result of this event.